Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate that the nurse could not attach the shaft to the adapter, because the black coating of the shaft came off. There was no pt consequence.

Manufacturer narrative:
Based on the info received and the visual and functional results, it was found that the teflon on the flats of the blade was torn. This may have been caused by not seating the wrench to tighten the blade. Align the flats on the wrench with the flats on the blade. Push the blade wrench snugly onto the blade. Turn the wrench clockwise until it "snaps", indicating that sufficient torque had been applied to secure the blade." Manufacturing and engineering have been notified of the reported incident.